Manufacturer narrative:
Review of device memory revealed the device declared its end of life indicator (eol) after experiencing a charge time greater than the extended mid-life eol 30-second charge time limit. Additional lab analysis and testing showed eol was triggered earlier than expected by an extended charge time due to a higher-than-typical build-up of device internal battery impedance. Analysis confirmed that all therapies were available.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of device memory showed the device had declared end of life (eol) battery status without having previously declared elective replacement indicator (eri) status, thus a longevity calculation could not be performed. Additional analysis is pending.

Event description:
--